Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer also reported reinstalling the battery on the insulin pump to no avail. No additional information was provided.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched lcd window, cracked case on display window corners, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).